Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump squirt out insulin during manual priming on two occasions. During troubleshooting, customer stated insulin continued to drip after the insulin pump motor stopped during manual prime. Customer did not report blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor resistor . Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.